Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to jun 9, 2026. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded toric intraocular lens (iol) was loaded into the injector and, upon injection, the haptic became bent and the cartridge was damaged along with the lens. Additional information indicated that the haptic damage occurred after the device had contacted the eye. The affected iol was not implanted. A replacement lens of the same model, but with a different diopter power, was successfully implanted to complete the procedure. The account reported that a compatible johnson & johnson cartridge was used; however, the cartridge lot number was not available, and it was unknown whether any damage was present on the cartridge body or tip. The account was unable to determine whether use error contributed to the event. Information regarding any medical or surgical intervention was not provided. The patient outcome was reported as good. No further information was available.